Manufacturer narrative:
Chapter 5 in the instruction booklet for the laser machine (u_cd_h-30_rev3) has information on laser parameters. For a 273m fiber the maximum power is 15 w. The laser machine has a maximum average power of 30w. Information received from the customer indicated the power watts used with this fiber was 30w. In chapter 4 under warnings and risks it is stated "unless otherwise stated in the specific application section, the physician should begin at the lowest power and use shorter durations." Also in chapter 4 under parameter determination it states "larger core fibers will allow the use of higher power but are less flexible." Instructions for use (u_hlf_rev1) for the laser fiber contains the following precautions: a number of different factors affect the life of any particular fiber, including : extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiberoptics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. Based on the provided information the likely root cause is attributed to the customer not following the instructions for use.

Manufacturer narrative:
Additional information- report source: k124030 preliminary evaluation the customer returned one open package rpn hlf-s273-hsma, label lot 8277354. The fiber was returned in two separate segments. Length of the distal segment measures 89.9cm. Under magnification black charring was observed on the blue cladding at the distal tip fiber optics was burned down almost flush to the edge of the cladding. At the proximal end, cladding at point of separation has the appearance of being stretched and pulled to separation. The proximal segment measures 206.4cm from the point of separation to the middle of the plug assembly. Total length of fiber 296.3cm. The point of separation has approximately 1-2mm of fiber optic exposed beyond the cladding. Under magnification the shape of the fiber was oval, not circular. It appears part of the optic fiber was broken creating the oval appearance. Looking at the plug with the naked eye there does not appear to be any surface damage to the threads or ferrule. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the preliminary investigation, the appearance of the returned device, and power setting information received, it is likely this device exceeded the power limits set for a 273m fiber. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The investigation remains in process. The final report will be submitted upon completion of the investigation.

Event description:
It was reported in preparation for a lasertripsy procedure, upon using a cook® single-use holmium laser fiber, the fiber was opened, grossly inspected and placed on the field. It was placed into use through the ureteral scope. A versapulse power suite holmium 100w laser was used with the fiber. It was stated that the fiber "sparked" and burned a hole in the surgical drape and through a velcro strap. The reporter than further described that after minutes of use, the fiber outside of the ureteral scope was noted to be broken and laser light was coursing out into unintended areas. Damage to the surgical legging drape was found with a hole burned through the velcro strap on the patient positioning device(yellow fin). Immediate action was taken by the surgeon to remove his foot from the laser activation pedal and the laser was turned off. The patient was checked for burns and found to be safe with no harm. They proceeded with a new fiber and completed the procedure successfully.